Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter does not turn on. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began approximately two weeks prior to contacting lfs. The patient's testing frequency is not known, however, the patient manages his diabetes with insulin (via insulin pump); however, it is not known what action, if any, the patient took in regards to his diabetes management. It is also not known if the patient tested his blood glucose with another device. According to the csr's documentation, at an unknown date/time after the reported power issue occurred, the patient reportedly experienced unspecified symptoms of 'extreme high and almost blacked out'. The patient, however, denied receiving any medical intervention/treatment after the alleged power issue began. During troubleshooting, the csr noted that the alleged issue was not resolved with training. A replacement meter was sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.